Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion of heparin. There was patient involvement but no harm. Additional information provided: the customer confirmed there was patient involvement, but no harm. The customer cannot confirm which of the 8100 devices was the primary suspected device. No specific event details are known and will not be provided by the customer.

Event description:
It was reported an over infusion of heparin. There was patient involvement but no harm. Additional information provided: the customer confirmed there was patient involvement, but no harm. The customer cannot confirm which of the 8100 devices was the primary suspected device. No specific event details are known and will not be provided by the customer.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer?, concomitant med prod data and manufacturer narrative annex a: a1801 annex b: b01, b14 annex c: c0601 annex d: d15 annex g: g04037 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin could not be confirmed or replicated during the laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. The event day and time was not reported. The pump module and pcu logs were downloaded to ascertain event details associated with the reported complaint. A review of the pump module and pcu error log showed no records related to the reported issue of the suspect pump module. A review of the pcu event log, on (B)(6) 2025, at 12:00 am the pcu was powered on. The profile in use as identified as ¿adult¿. Between 1:19 am and 1:21 am a guardrails drugs heparin was selected; however, no parameters were entered, and the infusion never began to be administrated. At 1:22 am a guardrails drugs heparin was programmed with the following parameters: all other locations, non-weight based dosing, with a rate of 7.5ml/h, volume to be infused (vtbi) of 250ml, drug amount of 25000unit, diluent volume of 250ml, concentration of 100unit/ml, dose of 750unit/h. Between 2:36 am and 3:02 am, the infusion was paused and then restarted twice, with a recorded primary volume infused (pvi) of 17.459ml. Between 3:08 am and 9:55 am, the infusion was paused and then restarted twice. The suspect pump module alarmed ¿occluded patient side¿ eleven (11) times. The infusion was restarted with a recorded pvi of 70.266ml. At 10:51 am, the user pressed channel off, with a recorded pvi of 70.266ml. Between 10:53 am and 11:04 am, heparin was programmed via remote IV, with the following parameters: drug amount of 25000unit, diluent volume of 250ml, concentration of 100unit/ml, dose of 650unit/h, rate of 6.5ml/h, vtbi of 250ml. With a recorded pvi of 70.707ml. Between 11:08 am and 5:31 pm, the suspect pump module alarmed ¿occluded patient side¿ seven (7) times. The infusion was restarted with a recorded pvi of 105.964ml. At 7:24 pm, the user updated the rate to 7ml/h. With a recorded pvi of 118.125ml. Between 9:04 pm and 10:23 pm, the suspect pump module alarmed ¿occluded patient side¿ three (3) times. The infusion was paused with a recorded pvi of 136.745ml. Between 10:32 pm and 11:00 pm, the suspect pump module alarmed ¿check IV set¿ four (4) times. The infusion was restarted with a recorded pvi of 136.745ml. On 03 november 2025, at 11:41 am, the user updated the rate to 8ml/h. With a recorded pvi of 225.197ml. At 3:28 pm, heparin was programmed via remote IV, with the following parameters: drug amount of 25000unit, diluent volume of 250ml, concentration of 100unit/ml, dose of 800unit/h, rate of 8ml/h, vtbi of 200ml. With a recorded pvi of 253.873ml. At 7:37 pm, the user updated the rate to 9ml/h. With a recorded pvi of 286.821ml. On 04 november 2025, at 8:07 am, the pcu powered off with a recorded pvi of 399.251ml. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported over infusion of heparin was not determined or replicated. The suspect device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Laboratory testing showed the suspected pump module was delivering fluid within specification. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.